Manufacturer narrative:
All of the batch documentation was reviewed and no issues were noted. The batch was manufactured accordingly to the correct validated process. The material and components used in this device were determined to be consistent with all materials used in the manufacture of all passeo-35 hp products. All operators that worked on the batch in question were fully trained on their respective work steps. No unusual anomalies were noted in the fallout from the batch. The unit is being returned to the manufacturer for further investigation. A follow up report will be submitted from the resulting investigation.

Event description:
Procedure was smooth until deflation and withdrawal from sheath. Balloon wings did not rewrap well and got stuck at the sheath. Doctor requested product investigation and report. Product will be returned to the manufacturer for investigation.